Event description:
It was reported that the patient presented to clinic with shortness of breath. An electrocardiogram confirmed that pacemaker pacing failure. Days later, during follow up, intermittent capture was seen on the ventricular lead and the patient fainted due to consequent ventricular fibrillation. The patient was resuscitated with external defibrillation. On (B)(6), the lead was capped and the device was explanted. The patient was stable following replacement procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.